Event description:
A customer informed us on (B)(6) 2019 that her (B)(6) old child dropped the wooden teether and it fell to the floor and cracked in half. The teether is made of hard american maple. We reached out to the customer to obtain additional information: the item was purchased sometime in (B)(6) 2018, and it was dropped at waist height (child was being carried) onto the floor. The item was not washed in the dishwasher per instructions on our website. We were not able to determine if the item had been dropped previously. We conducted some internal experiments to see if we were able to replicate the incident. We threw the item with lots of force and was unable to replicate the break. This item was tested to astm standards. All natural maple wood teether. Retailer: (B)(4). Retailer state: (B)(4). Purchase date: (B)(6) 2018. Contacted drm products for any support on what can be done to improve future product. (B)(4).